Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the pedal is not working properly and has to be pressed several times so that it activates and can trigger x-rays. Upon functional testing, fse found that a pedal is damaged, and it is sealed. To resolve this issue, fse replaced the defective wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the pedal has to be pressed several times so that it activates and can trigger x-rays. The issue was noted to be intermittent. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the pedal being damaged. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.